Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding of esophageal varices procedure performed on (B)(6) 2021. During the procedure, an attempt to deploy the first band was made; however, the band could not be deployed despite several attempts. The patient then deteriorated and once stabilised and safe to proceed, another speedband superview super 7 device was placed and completed the procedure. It was reported that the device was tested before the procedure without problem. The device was then tested again after it was removed from the patient; however, it did not work at this time. The procedure was prolonged due to this event. Otherwise, no patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the correct lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.